Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call experienced low blood glucose and issues with reservoir. The customer's blood glucose was 37mg/dl; treated with food. The customer's current blood glucose was 227mg/dl. Customer declined troubleshooting for low blood glucose.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, missing end cap sticker, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, prime test, excessive no delivery test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to completely broken off reservoir tube lip.